Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife called to report two seizures have occurred. Caller states that customer has been very sick. The customer received the notification letter regarding the temporary vent blockage during priming process. The caller has requested a replacement insulin pump. Advised caller that a replacement will be shipped. The customer has legal representation, andre regard. Nothing further reported.